Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during insertion the catheter separated from the hub and remained in patients vein with a an unspecified bd 14g catheter. The following information was provided by the initial reporter: it was reported that the catheter separated from hub of IV during insertion. Upon removing IV, catheter separated from hub of IV and remained in patient's vein. Md was able to retrieve catheter.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is undetermined.

Event description:
It was reported that during insertion the catheter separated from the hub and remained in patients vein with a an unspecified bd 14g catheter. The following information was provided by the initial reporter: it was reported that the catheter separated from hub of IV during insertion. Upon removing IV, catheter separated from hub of IV and remained in patient's vein. Md was able to retrieve catheter.